Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that on an unknown date an 8" (20 cm) appx 0.43 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, spiros¿ generated a leak during patient use. It was stated in the report that a y site infusing antibiotic blood backed up to the blue part of the y site and was leaking onto the bed. There was no patient harm reported.